Event description:
Pt underwent breast augmentation in 1986. A recent mammogram demonstrated a right silicone gel implant intracapsular leak. In 2004 pt underwent cosmetic surgery, along with removal of bilatral mammary implants. Both right and left mamamry implants. Both right and left mammary implants were found to have an intracapsular rupture. The entire capsule was removed to keep the pocket as clean as possible. Replacements were made with saline implants, bilaterally.